Event description:
It was reported that a patient underwent an initial hip arthroplasty. During the surgery, the surgeon attempted to implant the liner on two occasions without success. On the first occasion, the liner failed to assemble with the mating implant. On the second occasion the liner remained loose following implant. The surgeon used another device to complete the surgery. There was 20 minutes delay of the surgery.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in china. The event reports that as soon as the doctor put the liner in, he tapped it, and the liner stuck in, and began to do the femoral shaft position, and the stem test was put in, and the head and neck and femoral head test were added, and it was repositioned, and the liner was found to fall off naturally.the second time the acetabular cup was inserted to check the liner. The liner was loose, not tight, and there was no surrounding tissue clasp. The doctor asked for a new liner and opened the new one. The event cannot be confirmed or recreated. The returned liner was inspected and showed signs of severe damage, particularly around the scallops. It cannot be determined if this damage was caused by repeated attempts to impact the liner or from it is removal. Attempting to impact the liner, where the scallops are out of alignment, would cause irreversible damage to the liner scallops rendering it unsuitable to be implanted successfully. The most likely cause from the investigation findings is that the liner was attempted to be impacted with the scallops in the incorrect position. However, this cannot be confirmed with the information provided. The mhr related to the involved product has identified the following deviations/anomalies: 12 items were reworked for failing gas plasma sterilisation. All 12 items were then accepted following rework. The product left zimmer biomet control conforming: no corrective/preventive actions are deemed necessary at this time. Exceed abt surgical technique ¿ insertion of e1 ringloc-x liner states: -the definitive e1 ringloc-x liner should be positioned initially by hand into the shell ensuring that it is correctly aligned both radially and longitudinally. -it is then finally impacted in position using the appropriately sized ball impactor and impactor handle. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. A review of the complaints database for 3 years prior to the notification date has found one similar reported event for this item. Risk assessment: a delay to the procedure of 20 minutes was reported with no harm to the patient, therefore, the severity is considered in line with the rmf. Occurrence rate assessment: an occurrence assessment is not required as the reported event has not been confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. During the surgery, the surgeon attempted to implant the liner on two occasions without success. On the first occasion, the liner failed to assemble with the mating implant. On the second occasion the liner remained loose following implant. The surgeon used another device to complete the surgery. There was 20 minutes delay of the surgery.